Event description:
Top half of implant separated from bottom half of implant, bottom half integrated into the bone.

Manufacturer narrative:
Doctor requested implant to be returned for legal reasons. Oco biomedical does not have implant.